Event description:
As reported by the user facility: braun IV infusion pump #jnv0443 showed that it was infusing yet it took two attempts to infuse a 30 minute IV antibiotic with a volume of 100 ml. Reference MFR # 9610825-2014-00112.